Event description:
Sparc sling placed in 2006 erosion of sling into urethra noted early the next month. Referred to us for further management the following month. Extensive urethral tissue loss noted. Is undergoing staged urethral reconstruction.